Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to suspicion of loss of capture (loc) on the left ventricular (lv) lead. It was noted that the lv lead is a competitor lead. Ts reviewed the presenting egm and determined that the lv lead appears to have loc and an increase in pacing threshold measurements. No adverse patient effects were reported. This crt-d and competitor lv lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).